Manufacturer narrative:
Date of event is estimated. Further information was requested, but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced positional stimulation on tonic therapy mode due to which patient stopped charging the ipg. As a result, the ipg became inoperable. Additionally, patient preferred a non-rechargeable ipg. Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new non-rechargeable ipg addressing the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that therapy has been restored.